Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 528 mg/dl at the time of the event. The customer was treated with an emergency response visit. Troubleshooting was performed, the customer was using the insulin pump within 48 hours of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5. Health effect- clinical code has been updated and provide with this report in section h6.

Event description:
Customer was visited emergency room due to hyperglycemia on (B)(6) 2022. Customer was treated with intravenous fluids. Customer had symptoms related to the event was confusion, feeling sick, very weak, red eyes, vomiting, stomach pain. Customer alleged the insulin pump was under delivering. Troubleshooting was performed. Displacement test was passed.